Event description:
Patient returned to the ed after given a pair of replacement crutches the day before. Upon dispensing these crutches the day before, the tech looked them over without any defects seen. The crutches had broken in the same spot as the previous crutches (at the top under the armpit padding).======================manufacturer response for medline guardian crutches, guardian (per site reporter).======================left message with manufacturer representative.